Event description:
It was reported that the ilet screen developed spider cracks after the user¿s work shift, rendering the display unusable and preventing further operation of the device. Symptoms included no injury. Outcomes included interruption of insulin pump use and the need for replacement, while the user continued cgm use and synced data before shutdown. Investigation included customer interview, shipping a replacement device, instructions to sync data and shut down, and collection of the damaged unit for return. Investigation of this case revealed physical screen damage consistent with a cracked or delaminated display that impaired usability, with the screen component identified as the affected part. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact or stress.